Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was noted that the patient dropped the pump and the pump was still emitting a sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the vibration feature on the pump was not functioning. The pump¿s cover was removed and it was observed that the vibration motor pins were misaligned and a failed electrical connection was found in the vibratory alarm circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.